Event description:
In 2008, the patient reported that he experienced elevated blood glucose of 327-429 mg/dl the following month. He stated that he bolused insulin on 3 separate occasions and he then noticed that the cannula of his infusion set was "crimped". He changed his infusion set and was able to lower his blood glucose to 85 mg/dl at 7:30 am the next day. He stated that he has experienced this before and he switched to a different box of infusion sets. He stated that he must change the infusion set often due to infections. He stated on average he changes the infusion site 2-3 times a week but he sometimes uses a site for 5 days. He stated that he does have scar tissue and has experienced infection, swelling, and redness in the past. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.